Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5264282. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse discovered an extra needle sticking out of the bottom of a bd autoshield¿ duo 0.30mm (30g) x 5mm safety pen needle which resulted in a needle stick injury before use. There was no report of medical intervention.